Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker¿s longevity was changing. It was observed that the the device had a remaining longevity of less than 0.5 years for a while but then recently, the device showed 1.5 years remaining. Boston scientific technical services (ts) explained that the longevity was changing because the device was programmed to autocapture and right ventricular (rv) thresholds were varying. Additional information received indicated that this device was explanted. No adverse patient effects were reported.